Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient was implanted on (B)(6) 2024 with bilateral depth leads cm of the thalamus. After the first follow up visit on or around (B)(6) 2024, the patient was admitted to the hospital. MRI and CT scans were ordered. Diagnostic scan results were not provided. A spinal tap did not identify an infection. The treating physician reports symptomatic (l) lead edema. Treatment includes hospitalization and steroids. The patient continues to be evaluated.